Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 3rd proximal stent strut row with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy ii drug-elutig stent was advanced for treatment. However, it was noted that the strut was lifted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. A 3.00 x 28 synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the strut was lifted. The procedure was completed with a different device. No patient complications were reported.